Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy 9.5%. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿failed accuracy at (B)(4)¿ was confirmed by accuracy testing. The cause of the accuracy issues was fluid ingression. Fluids infiltrated into the expulsor assembly. The expulsor assembly was replaced to resolve the issue. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.